Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had entire screen white issue before use. There was no patient involved.